Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse checked the equipment and found the power module of the frame was faulty. The fse replaced the power module of the new frame and the ac power supply is normal. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that after the cardiosave intra-aortic balloon pump (iabp) was installed at the customer's facility, functional testing was performed and it was observed that the iabp unit would not operate on ac power. There was no patient involvement, and no adverse event reported.